Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter that the customer experienced high blood glucose and was hospitalized. The customer stated she ate her meal and received a no delivery alarm during bolus. The customer's blood glucose was 440mg/dl; treated with IV drip. Customer's current blood glucose was 164mg/dl. The customer's blood glucose admitted to hospital was 570mg/dl. The customer had diabetes ketoacidosis and kidney issues. The customer also encountered cardiac issues. The customer was unable to do high pressure test. While troubleshooting for no delivery, the cannula was bent.